Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 4 months post implant of this 33mm mitral mechanical valve, the patient passed away. The patients spouse called technical services inquiring about a recall for her husbands valve as she believed the death was related to a valve malfunction. The spouse stated that her husband had issues 1 week post implant, such as several strokes and seizures, along with a pericardial effusion and myocardial infarction (mi). The patients ejection fraction went from 66 down to 22 during this time and had issues with clotting. The patient saw several physicians, none of which could pinpoint any issue, however the last cardiologist the patient saw, stated that they thought the valve was "failing". It is unknown if an autopsy was performed. The valve was buried with the patient.